Event description:
It was reported "swg (spring wire guide) was kinked to be unable to push into". No patient harm reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo. The photo shows the reported guidewire within its arrow advancer tubing. There appears to be a very slight bend on the guidewire body within the straightener tubing. There are also signs of use present on the straightener tubing. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Warning: do not apply undue force on guidewire to reduce risk of possible breakage." "Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "Caution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." The report that the guide wire was kinked could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The photo shows the reported guidewire within its arrow advancer tubing. There appears to be a very slight bend on the guidewire body within the straightener tubing. There are also signs of use present on the straightener tubing. However, the complaint could not be officially confirmed without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "swg (spring wire guide) was kinked to be unable to push into". No patient harm reported. A new device was used. The patient's condition is reported as fine.